Event description:
It was reported that this patient was in the hospital for covid-19 and had many other comorbidities. Anti-tachycardia pacing (atp) was delivered during a tachycardia episode, the rhythm accelerated to a polymorphic ventricular tachycardia or ventricular fibrillation, and a shock was delivered. The shock converted the arrhythmia. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.